Event description:
It was reported that ventricular impedance was greater than 2500 kohms in the bipolar configuration. The ventricular polaritiy was changed to unipolar. The lead was subsequently replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.